Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "extreme fatigue", "rash all over my torso very itchy, skin is very itchy in general" , "I get full quickly" , "excessive burping", "bowel changes" and "it looks slightly misshapen, feels a lot squishier than my right one". Patient reported xyzal and acid reflux medication was prescribed. Later healthcare professional reported "rupture". This record is for the left side. The device remains implanted.